Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven events were reported for this quarter. Seven devices were received. Seven device evaluations are in progress. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device had run-on. Seven reported event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 5 previously reported events are included in this follow-up record.   Product return status: 5 devices were received for evaluation.   Evaluation status: 5 reported events were confirmed during testing.  2 devices were found to be affected by damaged mechanical components. 1 device was found to be affected by a damaged electrical component. 1 device was found to be affected by debris. 1 device was found to be affected by corrosion.   Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes 7 malfunction events in which the device had run-on. 7 reported event had no patient involvement; no patient impact.